Manufacturer narrative:
Additional narrative: (B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Washed out was performed. All components were removed and replaced. Doi: (B)(6) 2018 for the poly. Doi for tibial tray and femur: unknown. Dor: (B)(6) 2018. Right knee.